Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 121, 282, and 104 mg/dl when all tests were performed at the same time on the advantage system. The exact timeframe between tests was not provided other than the reference to back to back testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.